Event description:
Additional information was received. The patient said that they are going to have system removed in the future.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they took one step up and got a stabbing pain in their lower back. After two days their husband suggested they turn their ins off. They called the manufacturer representative who walked them through turning it off. Over a few minutes the pain decreased and was gone in about fifteen minutes. Their appointment to have it removed is (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 978a133, lot# va29lev, implanted: (B)(6) 2021, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that a couple of days ago they had a pain in their back and rear area that they thought was sciatica but it had progressively gotten worse and was now concentrated on the left hand side of their buttocks where the implant site was. The patient stated they thought it may be where some of the leads come down. The patient stated they were laying there earlier today with ice over the site of the pain and that was when their spouse suggested it could be from the ins. The patient stated also within the last hour, they had to pee really bad and the patient stated they thought then "it must really not be working" so they tried to call their. The patient wanted to try to turn the therapy off to see if that would stop the pain. The patient denied having had any traumas or falls that led to the pain starting, but stated they've been doing physical therapy on their knees and they had been walking up and down a simple step, like "ten times" and all of a sudden that's when the pain seized them so they just walked out and went home and tried to make it feel better but today it felt a lot worse. Patient services reviewed compatibility for various activities and how that could impact the system and the patient stated that they also always walked 1-2 miles a day and they had never had an issue doing that and that the stepping motion they had been doing wasn't very big. Patient services walked the patient through connecting to see their settings. The therapy was on and the stimulation was at 2. 2 ma. The patient then turned the therapy off. Initially the patient stated they weren't sure, but they thought turning the therapy off started to make the pain feel better. The patient stated it still felt like the muscles were "all tense" at the time. The patient then stated at a later point in the call that the pain did seem to be getting better now that the therapy was off. Patient services redirected the patient to call their managing health care provider (hcp) about the issue. The patient stated they were traveling out of town right now for 2 weeks. The patient stated they might try turning the stimulation back on later but noted that they would stop at a lower level than their previous setting. The patient stated in the past, they were told to increase to where they could feel the "dully rhythmical" sensation of the stimulation and before the pain started, they thought they had previously increased to 2.1 ma before but they'd stopped feeling the stimulation so they decided to increase it to 2.2 ma where they felt the stimulation again but then they also got used to that.  They'd also reach out to their hcp office about the issue as well to potentially make an appointment with the hcp to check the implanted system when they were back home from their trip.

Manufacturer narrative:
Concomitant medical products:product ID 978a133 lot# va29lev serial# implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a133, serial/lot #:(B)(6), ubd: 21-may-2022, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.